Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing nasal inflammation since using the device. There was no report of serious patient harm or injury. The patient reported symptoms to the physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing nasal inflammation since using the device. There was no report of serious patient harm or injury. The patient reported symptoms to the physician. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust on the air filter. The internal investigation observed the sign of a smokey black contamination on the rear panel. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.